Event description:
Random ventilation's were reported during use of the device. The unit was being used in a hosp setting, co assumes to provide circulatory and respiratory (CPR) support to a pt in a state of clinical death. It was reported that at some time during set up or use, co does not known which, ventilator portion of the device appeared to malfunction and provided random ventilation. This exact type of failure has occurred much more often than expected with units placed in taiwan. Co is aware that many of these units are misused in a manner that causes one component (programmer) to wear out prematurely. Because of this problem unique to taiwan, co has tested this component extensively for its longevity under normal use. It only fails prematurely if the device is used inappropriately.